Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the keypad on the customer's insulin pump became unresponsive. The customer was advised to return their insulin pump for analysis. Customer's blood glucose was unknown. No additional information provided.